Event description:
Procedure: examination under anesthesia, diagnostic hysteroscopy, dilatation and curettage, endometrial ablation, diagnostic laparoscopy, fulguration of endometriosis, laparoscopic sterilization. Preoperative diagnoses: 1. Abnormal uterine bleeding.2. Desire for sterilization.ablation device would not hold pressure. Very labile/machine. Aborted process, error message about pressure. Replacement device used without issue. No injury to patient.